Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening curved, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified; crease smooth on posterior, striated opening on posterior, striated opening on anterior and non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening, a striated opening on posterior assessed as surgical damage consist in the use of some surgical tool and a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.7, d.10, g.1, g.3, h.3, h.6.

Event description:
Device was explanted.